Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three piece lens, but the lens became stuck in the cartridge and tore. There was no pt contact or injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.